Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that no failed drawers were present in populate buttons and confirmed that oxycodone items were correctly assigned to drawers 3 and 4 in the cycle count screen. Tss guided the customer through cycle counting, that was completed successfully with no issues observed. The customer confirmed normal functionality and authorized case closure, with no problem found. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawers containing oxycodone did not open, and although the user contacted technical support the previous day and a cabinet restart was performed, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.